Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 47 mg/dl with blurred vision. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management; the patient self-treated with orange juice. The reporter alleged that the patient primed while still attached to the insulin pump after the pump emitted an occlusion alarm. The patient reportedly received 1.3 units of insulin by priming while attached. Additional information obtained during troubleshooting by animas customer support revealed the patient was using the infusion set tubing longer than two-to-three days per the manufacturer¿s instructions for use. Animas customer support advised the patient to consult with their health care provider. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with training/misuse.